Manufacturer narrative:
There are no previous complaints on the device related to the issue. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and the flow rate testing failed. Flow rate testing failed due to a 5.18% deviation, which does not meet the standard rate of +/- 4.5%. When the pressure was set at 30 psi, the rate at 20 did not meet the standard range of 22-38 psi. The pump calibration confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 10/04/2024, zyno medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi and the flowrate test. The 30 psi test failed at 20 and the flow rate failed at 5.18%. No patient was involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Regariing the flow rate failure that was found during testing: on (B)(6) 2024 the safety review team established that flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 20 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. Recalibration successfully resolved the issue. Reference to complaint # (B)(4).